Manufacturer narrative:
The report received in the adjudication minutes of the (B)(4) study indicated that during the 30 day follow-up a (B)(6) female patient with medical history including hyperlipidemia, clinical copd, smoking (>5packs of cigarettes), coronary artery disease, coronary percutaneous revascularization and hypertension (systolic>140, or diastolic>90, or requiring medication)]was noted to have right partial facial weakness. The "onset was unknown" and the site reported an event of ischemic stroke with partial recovery and minor residual deficits.cas was performed on an 80% occluded lesion in the ostium of the right internal carotid of 20mm in length in a 4.0mm vessel diameter with moderate vessel tortousity. The eccentric lesion was severely calcified. A 5mm medium support embolic protection device was successfully deployed past the lesion and pre-dilatation was performed. Then a 7x30mm precise pro rx stent was deployed at the target lesion. The residual diameter stenosis measured 10%. Upon retrieval of the angioguard¿ xp ecgw, no debris was found in the filter. The site reported a 20% final residual stenosis. The procedure was uncomplicated and ended at 13:20. Neurology follow-up on 07/10/2008 at 09:00 reported no complaints and no new symptoms. Her nih stroke scale score was 1 due to "sl drift of lle she had before." Her deep tendon reflexes were brisk and toes were downgoing. Impression: no evidence of new ischemic event; agree with discharge. The rankin stroke scale score was 0, as per site report. Per ICU note a 10 minutes later she complained of low back pain secondary to chronic arthritis; there were no neurological deficits and she had complete motion against gravity with full resistance in all four extremities. The patient was discharged on the following day with asa and clopidogrel. 40 days later she presented for her 30 day follow-up visit. The neurology consultation note reported that the patient had several issues, most of which she thought were new or worsened since her index procedure. Among complaints were bilateral leg tightness and numbness, as well as occasional warm sensation in her legs. In addition, she noted that she was dropping things, and she was not sure from what side she did not drop her coffee, but she noticed she dropped her toothbrush. On examination, she was noted to have a mild right facial asymmetry with decreased nasolabial fold; when she smiled, "more teeth" were seen on the left than on the right. Otherwise, there were no focal neurological abnormalities noted. The nih stroke scale score was estimated at 1 due to the "minor decreased nasolabial fold." The rankin stroke scale score was 0. The neurology impression was mild right facial asymmetry and dropping things may or may not be due to an ischemic infarct and an MRI should be done to see whether there was an infarct. The bilateral leg tightness and numbness thought not to be related to carotid arteries and possibly related to lower extremity arteries. The follow-up neurology consultation report and MRI reports were requested from the site, however, the site responded that MRI was not done and nothing was noted in the medical records. A device history record reviews was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Event description:
The report received in the adjudication minutes of the (B)(4) study indicated that during the 30 day follow-up, the patient was noted to have right partial facial weakness. The "onset was unknown" and the site reported an event of ischemic stroke with partial recovery and minor residual deficits. Cas was performed on an 80% occluded lesion in the ostium of the right internal carotid of 20mm in length in a 4.0mm vessel diameter with moderate vessel tortuosity. The eccentric lesion was severely calcified. A 5mm medium support embolic protection device was successfully deployed past the lesion and pre-dilatation was performed. Then a 7x30mm precise pro rx stent was deployed at the target lesion. The residual diameter stenosis measured 10%. Upon retrieval of the angioguard xp ecgw, no debris was found in the filter. The site reported a 20% final residual stenosis. The procedure was uncomplicated and ended at 13:20. Neurology follow-up on (B)(6) 2008 at 09:00 reported no complaints and no new symptoms. Her nih stroke scale score was 1 due to "sl drift of lle she had before." Her deep tendon reflexes were brisk and toes were downgoing. Impression: no evidence of new ischemic event; agree with discharge. The rankin stroke scale score was 0, as per site report. Per ICU note a 10 minutes later she complained of low back pain secondary to chronic arthritis; there were no neurological deficits and she had complete motion against gravity with full resistance in all four extremities. The patient was discharged on the following day with asa and clopidogrel. 40 days later she presented for her 30 day follow-up visit. The neurology consultation note reported that the patient had several issues, most of which she thought were new or worsened since her index procedure. Among complaints were bilateral leg tightness and numbness, as well as occasional warm sensation in her legs. In addition, she noted that she was dropping things, and she was not sure from what side ...

Manufacturer narrative:
She did not drop her coffee, but she noticed she dropped her toothbrush. On examination, she was noted to have a mild right facial asymmetry with decreased nasolabial fold; when she smiled, "more teeth" were seen on the left than on the right. Otherwise, there were no focal neurological abnormalities noted. The nih stroke scale score was estimated at 1 due to the "minor decreased nasolabial fold." The rankin stroke scale score was 0. The neurology impression was mild right facial asymmetry and dropping things may or may not be due to an ischemic infarct and an MRI should be done to see whether there was an infarct. The bilateral leg tightness and numbness thought not to be related to carotid arteries and possibly related to lower extremity arteries. The follow-up neurology consultation report and MRI reports were requested from the site, however, the site responded that MRI was not done and nothing was noted in the medical records. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.